Event description:
It was reported that (1) er320 was used during a lap cholecystectomy procedure. It was reported by the rep that the clips would not close completely when firing er320. The case was finished with another clip applier. There was no consequence to pt.